Event description:
The end user stated chair was stopping and starting on his way home from the store. He made it home safely, he stated chair registered a full charge when he got home, but now the chair will not start.